Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 07.702.016s, lot: 1l53450, release to warehouse date: 10.nov.2021, expiration date: 01.nov.2024, supplier: osartis gmbh, manufacturing site: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from hong kong reports an event as follows: it was reported that on (B)(6) 2022 during cementoplasty for the right side of the pelvis, the cement kits in question were found to be setting faster than was expected. The procedure was completed successfully after opening additional cement kits. There was a delay of approximately 15 minutes, and no reported adverse patient outcomes. No further information is available. This report is for a vertecem v+ cement kit. This is report 2 of 3 for (B)(4).